Manufacturer narrative:
The aquabeam motorpack was not returned for investigation of the reported event. The aquabeam motorpack is being retained by the hospital's risk management department. A review of the treatment log files confirmed multiple occurrences of e21, e22, e23, and e50 errors, confirming the reported failure. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam motorpack / lot number 22c02223 was performed, which confirmed that there were no non-conformances issued to this lot during the manufacturing process that could potentially be related to the reported event. The review indicated the device met all required specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults e21 - motorpack error release foot pedal and click x. If error persists, replace motorpack. E22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E50 - console error release foot pedal and click x. If error persists, turn off and turn on console and cpu. 7.3 aquabeam motorpack the aquabeam motorpack (figure 10), a re-usable component of the aquabeam robotic system, is designed to dock with the disposable aquabeam handpiece. The motorpack is connected to the aquabeam handpiece via a mechanical linkage. The motorpack provides power to the aquabeam handpiece by means of dc motors, which enable both rotational and longitudinal movement of the waterjet providing controlled and precise resection of the prostatic tissue in accordance with the cpu treatment plan. "Docking" means the electrical connectors and mechanical shafts of both lateral and radial motors in the motorpack are positively engaged with the aquabeam handpiece. Upon docking, the motorpack performs an aquabeam handpiece power-on self-test and calibration; a led on the aquabeam handpiece gives a visual indication of successful docking. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that following the second pass of aquablation therapy, the aquabeam robotic system generated an "e21 - motorpack error", "e22 - motorpack error", "e23 - motorpack error", and "e50 - console error." During an attempt to replace the aquabeam handpiece with a new one, it was observed that the aquabeam motorpack dc motors would not jog. However, the issue was ultimately resolved when a new aquabeam handpiece was used, and the procedure was able to be completed successfully. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.